Event description:
Caller (pt's mother) alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 4.0, lab: 5.4. Pt has not used the meter for over 2 years due to insurance complications. He experienced bruising all over his body.

Manufacturer narrative:
Investigation pending.